Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead was unable to be extracted or retracted to fixate the lead. It was noted the helix was placed at one position and extracted, however, "bad parameters" were observed and the helix was retracted to re-position the lead. After repositioning, the helix could not make "any helical turn" and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst commented spin was found in the connector at 1.5cm and no further helix testing was possible, and the lead was returned with the helix fully retracted with blood and tissue visible in it. Visual summary analysis of the lead indicated damage at implant.